Event description:
It was reported that insulation anomaly was observed on the lead after the device was explanted. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.